Event description:
Hill-rom received a report from the account stating the head section would self-run when the bed is plugged in. The bed was located in the maintenance shop at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom tech support suggested isolating each side rail. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account replaced the right caregiver board and the issue was resolved. Based on this info, no further action is required.